Event description:
It was reported that an 83 year old male aortic valve replacement pt died of exsanguination when the intravenous tubing and stopcock disconnected from the side port. The disconnect occurred between the stopcock and the side port hub.